Event description:
It was reported that increased pacing lead impedance and loss of capture were observed. The patient condition was good following the event. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.